Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to clinic for routine follow up and oversensing was noted on the rv lead. The lead was capped on (B)(6) 2020. Patient was stable post procedure.